Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he does not have any implanted device currently. It was indicated that about a week after they put a different external neurostimulator (ens) in, a different type. This one did not work for the symptoms either. Patient stated this one got infected. He got to think that he got (B)(6). They ended up taking the device out. He was in hospital about 3-4 days and got off on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional did not have the serial number of the device in the office.